Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system there was a hole in the catheter. The following information was provided by the initial reporter. The customer stated: "during use the extension tube was damaged."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue was confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system there was a hole in the catheter. The following information was provided by the initial reporter. The customer stated: "during use the extension tube was damaged."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.